Manufacturer narrative:
Patient information is currently unavailable. A ge healthcare service representative performed a checkout of the equipment. The bellows was replaced and the relief valve was reseated.

Event description:
The hospital reported the unit had a leak. There was no reported patient injury.